Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed volumetric testing. The device failed during evaluation, therefore there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluation is currently underway. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the service history of the device did not find any previous servicing that could have caused or contributed to the issue. The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external/internal inspection was performed and the device passed, along with all of the electrical testing. The device failed functional testing due to volumetric accuracy exceeded limits. The volumetric accuracy was performed and the device failed the tests with the original piston foam. The inspection showed that the piston foam was deteriorated. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.